Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0956-2020. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. S/w version: 4.11j. Unit p-cap / reservoir locked properly in place and passed displacement test. Unit received with cracked retainer, cracked keypad overlay, and label damage.

Event description:
Medtronic received information that damage (physical or cosmetic), labeling anomaly occurred. There was no adverse impact or consequence reported as a result of this event.